Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off events during doing use on date (B)(6) 2024. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available